Event description:
It was reported that the user experienced recurrent alert 38 motor stall notifications on an ilet pump, including after a replacement, and sought a refund; troubleshooting identified that the user had been reusing the connector and had never changed the infusion tubing, and the alert resolved after replacement of tubing and connector and completion of fill procedures. Symptoms included hyperglycemia with a reported blood glucose of 374 mg/dl and feelings of weakness, without backup therapy administered. Outcomes included transient hyperglycemia without hospitalization. Investigation included remote troubleshooting, supply-change review, dry-run fills, component isolation (cartridge and connector only), and education on proper replacement of disposable components. Investigation of this case revealed that improper maintenance and reuse of disposable components, specifically the connector and infusion tubing, likely resulted in flow restriction and consecutive motor stalls consistent with an occlusion condition. It was concluded, based on established findings for similar reports, that user technique and reuse of supplies were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.